Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other events for the lot referenced.

Event description:
Our company representative reported that" the groove portion of the product is broken. The problem of the product was noticed after the patient was applied."

Event description:
Our company representative reported that" the groove portion of the product is broken. The problem of the product was noticed after the patient was applied."

Manufacturer narrative:
An event regarding thread damage involving a cutting edge impactor was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: examination of the returned device with engineer indicated damage observed on the threads consistent with contact against hard object. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: examination of the returned device with engineer indicated damage observed on the threads consistent with contact against hard object. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. After review of the inv conclusion, the reported hazard and risk assessment was updated and this event was deemed not reportable as per the following: a review of the peripheral legacy instruments risk table, a0000880 ver. 5, for any hazard resulting in extended surgery time indicates that the highest potential severity of harm is s3 with a potential occurrence level o1. Additionally, a review of the complaint history data for the past four years indicated there have been no reports of serious injury or death as a result of similar events with this device family. Based upon this review, it is unlikely that a serious injury or death would result if this event were to recur. Therefore, this event is not reportable.